Event description:
Pt reports they have had 3 IV remodulin cassettes trigger a high pressure alarm on their cadd solis pump when attempting to prime in the last month, most recently on (B)(6) 2026. Rph reviewed clamps & extension tubing were removed/ in correct direction but pt noted each time it seemed to be in the cassette that the tubing was compressed. Pt does not have any of the old cassettes available for return. Pt reports they never had an interruption of therapy & does not need more cassettes or another pump at this time. Pharmacy will send a request to the nurse clinical educator team to review priming technique/ cassettes with pt to see if there is a cassette manufacturer issue. Pharmacy will also notify the md office. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose: 65ng/kg/min. Did the reported product fault occur while in use with a pt? - yes. Did the product issue cause or contribute to pt or clinical injury? - no. Is the actual product available for investigation? - no. Did pharmacy replace product? - yes. Did the pt have a backup product they were able to switch to? - yes. Was the pt able to successfully continue their therapy? - yes. Is the therapy life-sustaining? - yes. What is the outcome of the event? - resolved. Diagnosis for use: pah. Pt: 4582. Device: 4040, 1491, 1012. Ref: mw5188444, mw5188445.